Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The blade did not make a 360 compliant cut on the iliac artery and at the same time the uncut flap got stuck in the mechanism, with the risk of a dissection of the arterial vessel necessary to carry out the graft graft of the kidney to be transplanted. The same event was reported on the contralateral artery.

Event description:
The blade did not make a 360 compliant cut on the iliac artery and at the same time the uncut flap got stuck in the mechanism, with the risk of a dissection of the arterial vessel necessary to carry out the graft graft of the kidney to be transplanted. The same event was reported on the contralateral artery.

Manufacturer narrative:
Qn#(B)(4) the device history record of batch number 74f2100126 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time.